Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 80 year old female for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient's clinical state prior to initiation of support was scai stage e. After impella placement, while still in the cath lab, an echocardiogram revealed a left ventricular thrombus. The providers were made aware of the contraindication but did not wish to remove the device. Later that same day, care was withdrawn and the patient expired. Death is a known risk associated with impella cp as described in the instructions for use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated; the product has been discarded. Corrected data: d1 updated/corrected. The investigation is still ongoing.

Event description:
The product has been discarded.